Event description:
The article, ¿surgical retrieval of an embolized patent ductus arteriosus closure device in an infant weighing 1050 g¿, was reviewed. The research article presented a case study of a 38-day-old female with a large and hemodynamically significant patent ductus arteriosus (pda). It was reported on an unknown date an unknown amplatzer piccolo occluder was selected for transcatheter device closure of the patent ductus arteriosus (pda). Previous medical courses of pda closure resulted in failure. During the procedure the device embolized and was lodged in the mid portion of the right pulmonary artery (pa). Attempts to retrieve the device via catheter-based maneuvers were unsuccessful due to technical difficulty of catheter manipulation in relation to the size of patient and position of the device. The patient was transported to the operating room with cardiopulmonary bypass (cpb) stand-by. Upon snaring the distal right pa and the right pa origin the patient became desaturated. The decision was made to utilize cpb. After a brief cpb run of 21 minutes the device was explanted. The patient was transferred to the cardiac intensive unite (cicu) for monitoring. Three days post-operative, the patient was transferred to the neonatal intensive care unit following uneventful recovery. The article concluded cardiopulmonary bypass can be safely used for device retrieval in very low birth weight infants in case of a rare complication of device dislodgement during transcatheter procedures. [The primary and corresponding author of the article is can yerebakan, division of cardiac surgery, children's national hospital, george washington university school of medicine and health sciences, 111 michigan ave, nw, washington, dc 20010, united states, with corresponding email: cyerebakan@childrensnational.org].

Manufacturer narrative:
The device will not be returned for analysis. A follow-up report will be submitted with all additional relevant information. Literature attachment: surgical retrieval of an embolized patent ductus arteriosus closure device in an infant weighing 1050 g. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, ¿surgical retrieval of an embolized patent ductus arteriosus closure device in an infant weighing 1050 g¿, was reviewed. The research article presented a case study of a 38-day-old female with a large and hemodynamically significant patent ductus arteriosus (pda). It was reported on an unknown date an unknown amplatzer piccolo occluder was selected for transcatheter device closure of the patent ductus arteriosus (pda). Previous medical courses of pda closure resulted in failure. During the procedure the device embolized and was lodged in the mid portion of the right pulmonary artery (pa). Attempts to retrieve the device via catheter-based maneuvers were unsuccessful due to technical difficulty of catheter manipulation in relation to the size of patient and position of the device. The patient was transported to the operating room with cardiopulmonary bypass (cpb) stand-by. Upon snaring the distal right pa and the right pa origin the patient became desaturated. The decision was made to utilize cpb. After a brief cpb run of 21 minutes the device was explanted. The patient was transferred to the cardiac intensive unite (cicu) for monitoring. Three days post-operative, the patient was transferred to the neonatal intensive care unit following uneventful recovery. The article concluded cardiopulmonary bypass can be safely used for device retrieval in very low birth weight infants in case of a rare complication of device dislodgement during transcatheter procedures. [The primary and corresponding author of the article is can yerebakan, division of cardiac surgery, children's national hospital, george washington university school of medicine and health sciences, 111 michigan ave, nw, washington, dc 20010, united states, with corresponding email: cyerebakan@childrensnational.org].

Manufacturer narrative:
As reported in a research article, surgical retrieval of an embolized patent ductus arteriosus closure device in an infant weighing 1050 g. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: surgical retrieval of an embolized patent ductus arteriosus closure device in an infant weighing 1050 g. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.